Event description:
Summary: based on complaint report and investigated failure mode, there was a staining alteration. Customer complaint record reported the event as follows: irregular staining found on slide position 1 due to heater being unable to heat up to the correct value. No direct or indirect patient harm or user harm has been reported.